Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customers complaint was confirmed. The devices system board, machine flow sensor, and blower motor were replaced to address the issue. There was evidence of contamination.